Manufacturer narrative:
Additional information: e1, d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the connector was separated from the tube and stuck in a foreign device. A go-no-go test was performed and a dimensional test was performed on the connector and outer diameter was measured 0.6080 inch the 15mm connector difficulty was not confirmed since the connector measurements were found within specification. It was reported that during use, the endotracheal tube's 15mm connectors became stuck from the breathing circuit connector. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: non-standard dimensioning of some connectors on ventilatory or anesthesia equipment may make secure mating with the tracheal tube15mm connector difficult. Use only with equipment having standard 15mm connectors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the endotracheal tube's 15mm connectors became stuck from the breathing circuit connector. The tube was replaced.